Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra delivery system. Product event summary: the full delivery system was returned with the device, tether and pin detached from the delivery system. Analysis was performed. No anomalies were found. The delivery system outer shaft was kinked/buckled at 5 cm from the distal end of the device cup. The delivery system inner shaft was mechanically kinked/bent at 1.5 cm from the distal end of the recapture cone. Visual analysis of the delivery system indicated damage during use. The analyst noted the articulation test could not be performed because the device, tether and pin were detached from the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-feb-2021, serial#: (B)(4), UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 18-sep-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) a dislodgement occured post-tether cutting and removal. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.